Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The xience v referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2011 two xience v stents were implanted in a proximal left anterior descending artery (plad) and approximately 20 months later, on (B)(6) 2013, the patient complained of shortness of breath and chest tightening (angina). An angiogram was done and the patient was hospitalized for heart failure. Both of the stents had complete restenosis. Bisoprolol, isosorbide mononitrate, and perindopril medications were given as treatment and the symptoms are listed as resolved without an adverse patient sequela on (B)(6) 2013. The patient was discharged on (B)(6) 2013. There was no additional information provided. Additional information received that the shortness of breath and chest tightening (angina) began in (B)(6) 2013. No additional information was provided.